Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. (B)(4). Investigation summary: a complaint history check was performed and this is the 2nd related complaint for not clipping on lot # 9065013. A review of risk management (B)(4) indicates that the potential risk of this specific reported incident (safeclip, not clipping) was captured and addressed appropriately. According with the DHR review information attached, the problem ¿not clipping¿ has no nhb assembly process relation, all samples of safe clip disposable cutter (USA) passed functional test (sample plan c=0 and aql=1). As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that during use the safe-clip is not cutting and customer has to "twist and bend" needle to clip with a bd safe-clip¿ needle clipper. The following information was provided by the initial reporter: (2 of 2 complaints) customer advised that the safe clip on occasion does not cut and they have to twist and bend before the needle is clipped.